Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The cause of the issue was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) alarmed "controller failure". Placement signal and left ventricle waveform disappeared. Flows dropped to the twos. Alarms were able to be resolved and all numbers came back to normal within a couple minutes. Bedside nurse quickly transferred patient to new aic. No patient harm was reported.